Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the device was deployed, contrast was injected and eventually noted in the pericardial space. Patient was asymptomatic, but echocardiogram images confirmed a pericardial effusion. At this time, protamine was given and a pericardiocentesis was performed. Approximately, 180 cc of blood was drained and transfused back into the patient via the femoral vein. The device was then partially recaptured to move more proximally. Contrast was injected again to confirm no contrast left the laa. All device criteria was met and the device was successfully released. The drain was left in place until all fluid was drained and then was removed. Patient is doing well and surface echocardiogram confirmed resolution of the effusion. Patient has been discharged two days post-procedure.